Event description:
It was reported the pt ((B)(6)) was not receiving effective stimulation. Diagnostic testing showed multiple invalid contacts. The pt underwent revision surgery where it was determined the scs extension was causing the invalid impedance. The scs extension was replaced with a new one, which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.